Event description:
Customer reported he was feeling shaking and weak with the following results obtained on the aviva nano system: 4.7 mmol (5:59 pm), 4.6 mmol/l (6:00 pm), 4.4 mmol/l (6:25 pm), 4.3 mmol/l (6:47 pm). During this timeframe, the customer's freestyle meter returned a result of 3.7 mmol/l. Customer reported needing some assistance from his mother, and he was treated with lucozade. No further information is available. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).